Manufacturer narrative:
Vyaire medical file identification:(B)(4). A third party service technician evaluated the device and replaced the motor board, power board and battery.

Event description:
The customer reported that the ltv (lap top ventilator) 1200 had a shorted power board, motor board and battery. There is no information regarding patient involvement associated with the reported event.